Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as surgical damage. A piece of missing shell was assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed.

Event description:
Healthcare professional reported right side "textured implant" and patient believes they have breast implant illnesses" (not device related). Healthcare professional later reported "right axillary lump which is hard and tight" and capsular contracture, baker grade IV. The ultrasound is suggestive of rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture.

Event description:
Healthcare professional reported, right side "allergan textured implant". And patient believes, they have breast implant illnesses" (not device related). Healthcare professional, later reported, right side "right axillary lump. Which is hard and tight". And right side capsular contracture, baker grade IV. And ¿ultrasound suggestive of rupture¿. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b3, b5, b6, d4, d6b, h6.

Event description:
Healthcare professional reported right side "allergan textured implant" and "patient believes they have breast implant illnesses" (not device related). Healthcare professional later reported right side "right axillary lump which is hard and tight." Healthcare professional additionally reported right side capsular contracture baker grade IV and ¿ultrasound suggestive of rupture¿. Device has been explanted and replaced.